Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
A customer reported to baxter (B)(4) of a transfer set with a 3000ml bag in which the customer observed a leak at seam of the bag. It is unknown when the reported condition occurred. Patient involvement, injury/adverse events, or medical intervention in association with this event is unknown at this time. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of a transfer set with a 3000ml bag in which the customer observed a leak at seam of the bag was confirmed during sample evaluation. Actual sample was available for evaluation. No defects were observed during visual inspection. The reported condition was confirmed during an underwater pressure test. Bubbles were identified on the side of the seam. The assignable root cause of the reported condition is unknown. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted. This event occurred during infusion. There was no patient injury or medical intervention in association with this event.